Event description:
Customer reportedly rec'd results of 320 mg/dl and 150 mg/dl within 10 mins on the active s sys. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.